Manufacturer narrative:
(B)(4). Technical support advised the customer to attach the unit to an external analyzer to determine whether the problem is delivered or monitored. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Cognizant technology

Event description:
The customer reported that the avea was delivering high fio2. At this time, there was no information regarding patient involvement.